Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction but was not authorized to repair the ventilator. Customer did own repairs and replaced the safety valve. The customer's biomed department tested the ventilator and the unit passed extended self testing. Customer put unit back into service.